Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed that the ilet responded appropriately to cgm readings, including issuing alerts and suspending insulin during periods of low glucose. The cgm experienced brief signal interruptions and minor connectivity gaps. Multiple insulin suspensions were observed during the reported period. Based on the available data, the hypoglycemia was likely related to reduced carbohydrate intake or fasting in preparation for a medical procedure, rather than a device-related issue.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced a low blood glucose (bg) event with a nadir of 34mg/dl and symptoms consistent with hypoglycemia. The user stated they were on their way to get a colonoscopy when a companion noticed symptoms and transported the user to the emergency room, where they were treated with glucose and monitored until bg stabilized. The user reported doing much better since the event and is pursuing additional training.